Event description:
Customer reported erroneous differential results were obtained for one patient sample when using the unicel dxh 800 coulter cellular analysis system. The erroneous test results were low neutrophil % and high lymphocyte % with instrument generated flag for variant lymphocytes. The sample was run on 2 unicel dxh 800 coulter cellular analysis systems with similar results obtained on each system. The test results were determined to be erroneous when compared to a manual blood smear differential. Results of the manual differential were not provided. The results were reported to be opposite of the automated differential, i.e. High neutrophil % and lower lymphocyte %. Erroneous test results were not reported out of the laboratory. No reports of death or serious injury, and no affect to patient treatment as a result of this event. This event represents event 2 of 2 events reported by this customer for two analyzers. The unit was performing within quality control specifications with respect to controls (accuracy) and reproducibility (precision). Patient controls are run every 4 hours and controls were run before and after this incident and recovered within assay ranges.

Manufacturer narrative:
Service was not dispatched for this event. Raw data analysis was conducted. There was a clear separation between the two populations fo cells. The algorithm performed as designed. Root cause was not determined. There was an instrument generated flag for variant lymphocytes. This flag is designed to alert the operator to further review the specimen and associated test results. Product labeling indicates: suspect messages are generated by internal algorithms to convey that a clinical condition may exist with a specimen based on an abnormal cell distribution or population. Beckman coulter recommends the review of results displaying a suspect message appropriate to your patient population and laboratory practice. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for additional reportable events. This MDR represents event 2 of 2 reported by this customer. This MDR is related to MDR 1061932-2011-01142.